Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 53 mg/dl. The customer did not provide details on symptoms and treatment related to the low blood glucose level. Customer stated that the one sensor fell off. Customer troubleshoot was not performed for hypoglycemia. The customer did not return the insulin pump back for analysis.